Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the customer has experienced intermittent fluctuating blood glucose (bg) levels between 30s-300 (mg/dl) for 1 week. Reportedly, customer believes that the bg levels were due to physiological changes from stress, gastroparesis, allergies, and gluten intolerance. Customer administered correction boluses with the pump to treat the elevated bg levels, and consumed orange juice and temporarily discontinued pump insulin therapy to treat the low bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.